Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, pacing threshold was unstable and dislodgement was confirmed. The lead was re-positioned and remains in use. As well, the patient's implantable pulse generator (ipg) migrated. The device was re-positioned and remains in use. No patient complications have been reported as a result of this event.